Event description:
Info received indicates the siderail does not stay in place. The siderail will lock and release.

Manufacturer narrative:
The tech found siderail ratchet rivets were missing. The tech replaced the rivets to repair the stretcher.